Manufacturer narrative:
Section h6 g07001 - prefilter the investigation was completed by our experts with the following results. According to the expert opinion, the reported failure may have multiple potential root causes: 1. Sticking pin (aglet): a sticking pin may prevent one of the copper filter wheels from moving. Grease combined with dust and debris can obstruct the pin, thereby preventing the motor from rotating the wheel. Under normal conditions, the pin should move freely by approximately 1 mm. If the pin becomes stuck, the filter wheel is unable to move in either direction. 2. Warped filter wheels: if one or both filter wheels are warped, step errors may occur because the movement of one wheel can interfere with the sensor signals of the other. Warped wheels may come into contact with each other, resulting in unintended movement of one wheel when the other is actuated. 3. Defective components: a defect in the sensor board and processor board or motor could also cause the issue. In all the scenarios described above, the collimator sends an emergency message to the system. These abnormalities result in step error of the prefilter, which in turn triggers the emergency message ¿possibly wrong dose, cu prefilter, sc¿. The provided log files and dose reports were analyzed as well. It was observed that the error ¿ax_ang_213: possibly wrong dose, cu prefilter, sc¿ was displayed frequently. During the affected patient procedure, the total applied dose was 731.7 mgy. A total of 28 acquisitions were performed (370 frames), along with 143 fluoroscopy runs (2761 frames) over the time period starting at 11:57 to 13:02. The exact amount of additional or reduced dose caused by the prefilter error is difficult to determine, because it is affected by several parameters. The operator can monitor the total applied dose at any time during the procedure. The dose was applied under the supervision of the operator, who was warned about the potential high dose by the message: ¿possibly wrong dose, cu prefilter, sc.¿ in such cases, it is advised to limit system usage to the clinically necessary minimum until the issue is resolved, as described in the operator manual. The following system messages indicate a malfunction in the x ray release, which may result in an increased radiation dose: "possibly wrong dose, cu prefilter, sc", "tube grid defect. Call service", "small focus defect, sc" if the x-ray dose may exceed the dose limits following steps must be taken: - call customer service. - limit system usage to the clinically necessary minimum until the problem gets fixed. During the on-site troubleshooting, a siemens customer service engineer (cse) cleaned the collimator and the copper prefilter tracks bringing the concerned unit to normal system operation. No spare parts were replaced. The root cause of the non-conformity was determined to be an issue with the prefilter. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Manufacturer narrative:
The device listed in section d of this report is not an FDA 510(k) cleared medical device, but is similar to the artis zee device which is cleared in the united states under k181407. Siemens is conducting a thorough investigation of the reported event. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens became aware of an event that occurred while operating the artis zee iii ceiling system. During an emergency surgery, the system showed high radiation dose and displayed ¿possibly wrong dose" during operation. Considering the severity of the patient's condition and the inability to transfer them to another operating room, enhanced protective measures were implemented before the surgery was completed. Detailed clarifications of this event are currently ongoing; therefore, the event is reported in doubt. We have no indications of any adverse effects on the health status of the involved patient.